Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported a rupture of the right device. Patient stated that "silicone had leaked into the surrounding tissue and into the lymph nodes". Device has been explanted.